Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on lens when inserted to patient's eye. Additional information was received and it was confirmed that lens was removed and replaced in same procedure. There was no incision enlargement, no serious adverse event, no surgical or medical intervention and no patient injury. Reportedly lens with different model was used as replacement for the patient. No further information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/31/2018. Device returned to manufacturer? Yes. The product was received in opened pouches of the original packaging. Visual inspection with unaided eye shows that the lens was found in pieces. Due to the lens had patient contact, the returned sample was visually inspected by a qualified inspector in biosafety cabinet since the lens was not yet decontaminated. The inspection showed the lens was covered in dirt and there were some traces of ophthalmic viscosurgical devices (ovd) on both sides of the lens surface. The pieces were re-inspected again using a 12x magnification, shows no abnormality. The traces of ovd has been removed during the decontamination and there was no embedded dirt or debris on both pieces. Complaint event on dirt and debris is confirmed; however, the cause of the contamination was not able to be confirmed since the lens has been handled by the user. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no other complaints have been received for this production order number . The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.